Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator for fecal incontinence and gastrointestinal/pelvic floor. It was reported that the device was not working. The patient changed a battery and still did not feel anything. 2 days later it reported that the patient experienced a loss or change of therapy. The patient thought the patient programmer (pp) was not working a couple days ago, but the pp was functioning normally during the call. The patient was not feeling stimulation and therapy was not on. Turning therapy on resolved the issue. Stimulation was turned on and increased from 3.1 to 3.6, which was a comfortable level. It was noted that therapy was not working. This occurred a couple weeks ago in 2016.

Manufacturer narrative:
Corrected information: sex, date of birth.